Manufacturer narrative:
The reported event was unconfirmed. Visual inspection noted 3 unopened foley statlocks. Visual evaluation noted no visible defects. The swivel base was pulled on to attempt to separate the base from the pad, and all 3 bases remained attached on the pad after using excessive force. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿warnings and precautions: 1. Do not use the statlock® device where loss of adherence could occur, such as with a confused patient, unattended access device, diaphoretic or non-adherent skin. 2. Observe universal blood and body fluid precautions and infection control procedures, during application and removal of the statlock® device. 3. Minimize catheter manipulation during application and removal of the statlock® device. 4. Daily maintenance a. The statlock® device should be assessed daily and changed when clinically indicated, at least every seven days. B. If pad becomes soiled, wash with soap/water, saline or hydrogen peroxide. Do not use alcohol or prepackaged bathing systems, which could lead to early lifting. C. If showering/bathing, cover with plastic wrap or waterproof dressing. D. Conduct skin assessment prior to application and repeat daily per facility protocol. E. Use clinical judgment on the removal of the statlock® stabilization device if the patient experiences any fluid shifts that may interfere with skin integrity."

Event description:
It was reported that the statlock clamp disconnected from the adhesive pad.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the statlock clamp disconnected from the adhesive pad.